Event description:
It was reported that shards were found on the shaft of the cadiere forceps instrument. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed. The distal end of the main tube to have a deep scratch with material removed 2" above the proximal clevis. The scratch is .130" long, not parallel to tube axis, and was likely caused by an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.